Event description:
Journal reference: roark et al. "Reversible neurological symptoms caused by diathermy in a patient with deep brain stimulators: case report." Neurosurgery, 2008 jan;62 (1):e256; discussion e256. Reportable event: we report a case of reversible neurological deficit in a patient who underwent diathermy 4 years after implantation of bilateral dbs leads. A man with well-controlled symptoms of parkinson's disease after the placement of bilateral dbs system went to his primary care physician for the treatment of recurrent neck pain. A course of diathermy was prescribed, and after the second treatment, the patient developed double-vision and severe right-sided motor contractions. These symptoms resolved when he turned off the implanted pulse generators. The ipg's were turned back on after several days, but the symptoms recurred within 48 hrs. The voltages were therefore decreased, resulting in resolution of symptoms, but suboptimal control of the pd. A magnetic resonance imaging scan of the brain showed a small amount of edema surrounding the contacts of the left-sided lead. A follow-up MRI scan 4 wks later disclosed interval reduction in the edema, and the patient was able to tolerate increased voltage without symptom recurrence.

Manufacturer narrative:
.